Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal during an automatic hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the band could not cross the site of the lesion. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on august 3, 2025. Block h6: imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal during an automatic hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the band could not cross the site of the lesion. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 3, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on september 28, 2025. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal during an automatic hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the band could not cross the site of the lesion. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 3, 2025: it was noted that no difficulty was experienced upon setting up the device. Additional information received on september 28, 2025: it was clarified that the main problem of the device was the ligator bands were intentionally deployed, but they unable to stay attached to the varix or varices.